Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/1/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/07/2020. Additional information: a2.

Manufacturer narrative:
Date sent to FDA: 09/08/2020. H6 patient codes: 1994, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient experienced erosion, pain, infection, recurrence of urinary incontinence following surgery. It was reported that the patient underwent removal surgery on (B)(6) 2019.